Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No relevant deviation between planned and performed energy is detectable for the reported treatments. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause is detectable. The system was working within specification. Clinical review shows: canal length too short, gas can not escape. Doctor had trouble with docking because conjunctiva looks quite reddened. Flap is quite thin and there is liquid, which can additionally influence the thickness. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an air bubble occurred in the upper third of the patient interface during lasik flap creation of the right eye. The flap was not complete. Additional information requested.